Event description:
This unsolicited device case from united states was rec'd on (B)(4) 2014 from a patient. This case involved a (B)(6) female patient who developed excruciating pain in left knee/ throbbing in her knee, knee swelling and complained that she could not hardly walk after receiving treatment with synvisc one. The patient complained that she was still having a lot of pain and it was getting worse (subtherapeutic response). Concomitant medication included ibuprofen. No relevant medical history, past drugs or concurrent conditions were not reported. On (B)(6) 2014, the patient rec'd treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot number and expiration date: not provided) into both knees for osteoarthritis. It was reported that the patient was good for 4-5 days. On an unspecified date in (B)(6) 2014, after few days, patient had swelling and throbbing in her knee. On (B)(6) 2014, the patient went to health care professional and rec'd cortisone shot in her knee (unspecified) for excruciating pain in left knee/ throbbing in her knee and knee swelling. At the time of this report, the patient stated that she was still having a lot of pain and it was getting worse (subtherapeutic response). The patient was concerned if she had an infection. The patient complained that she was home bound because she "could not hardly walk". Outcome: unknown for the events of knee swelling and "still having lot of pain and it was getting worse"; not recovered/ not resolved for the events of excruciating pain in left knee/ throbbing in her knee and "can't hardly walk." Seriousness criteria: intervention required (cortisone shot).